Event description:
Hickman catheter in left femoral vein. Short port found ruptured/torn through roller clamp area. Catheter clamped at a different site and line removed. No adverse effect to pt. Pt transferred to hosp (with line intact) from an outside institution. When catheter removed, it was discarded.